Event description:
Haemonetics received a complaint on (B)(6) 2012, for a pcs2 device "when machine was turned on electrical smell was produced. Display did come on. No operator/donor injuries associated."

Manufacturer narrative:
The pcb board was inspected. The odor of smoke was evident. A component on the board was burned with soot found around it. The component was also melted and deformed. A possible root cause was too much voltage sent to the board due to a faulty connection at the power source. (B)(4).